Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred, and procedure was aborted. It was reported that versacross connect laac access solution selected for laac procedure. No trace of pericardial effusion was noted prior to the procedure. During preparation for transseptal crossing, a pericardial effusion was discovered. The versacross rf wire was advanced and pulled back more than once to get into position. No other difficulty was noted during transseptal. Protamine was given and pericardiocentesis was performed. Approximately one liter of fluid was removed. Once the patient was stable, they were moved to a surgical suite to determine the cause of the incident, and a small perforation was found in the right atrium, which was sutured closed. The left atrial appendage was clipped and patient recovered. The procedure was aborted. A cardiac tamponade was also reported. The patient remains hospitalized and was discharged on (B)(6) 2025. No malfunction was reported. The device is not expected to return for analysis as disposed. In the physician's opinion, he created the pericardial effusion by perforating the right atrium with the versacross product.